Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
It was reported in clinic notes that the patient's seizures started to get worse lately. There was no relationship to vns provided and it was unknown if they were worse than prior to vns. While at the appointment the patient had 2 seizures. The patient had been with this physician a number of years and it was unable of the increase in seizures were above or below pre-vns baseline. Contributing factors to the seizures may have been that he sometimes forgets to take is medication even though he has homecare and that he is sick a lot. The patient had an increase in seizures when he is sick. The patient will likely have a prophylactic generator replacement but surgery had not occurred to date.